Manufacturer narrative:
Follow-up #1; date of submission: 08/24/2015. Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/29/2015 with the following findings: the reported intermittent power issue could not be adequately investigated due to a recurring cs-078 'call service alarm'; no conclusions could be determined in regards to the reported intermittent power issue. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. Evidence of moisture ingress was observed behind the display lens. No evidence of moisture ingress was found on the inside of the battery compartment. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. During the analysis, the pump alarmed with a recurring cs-078 'call service alarm' during the rewind step. The battery cap contact measurements were found to be outside of the specifications. The pump failed a leak test due to a display lens leak; this device failure caused the moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on internal components; this device failure caused the recurring cs-078 'call service alarm'. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.